Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. A general issue with the instrument or the reagent could be excluded as calibration and qc data were acceptable and the instrument alarm trace did not show any issues.

Event description:
The customer received questionable results for one patient for lithium and for one other patient for valproic acid. The samples were processed by the modular preanalytic analyzer (mpa). Of the data provided, only the valproic acid results were discrepant. The initial result was 565.1 ug/ml with a data flag. The sample was repeated and the result was 19.4 ug/ml. The sample was repeated on cobas c502 analyzer serial number (B)(4) and the result was 15.9 ug/ml. The result of 19.4 ug/ml was reported outside the laboratory. It was unknown which result was believed to be correct. The patient was not adversely affected. The valproic acid reagent lot number was 69734201 with an expiration date of 06/30/2015. The field service representative checked the analyzer and fluidics and he could not find a cause. The customer ran precision testing and the results met specifications.